Manufacturer narrative:
The lead is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this lead was exhibiting elevated thresholds and was found to have perforated through the myocardium into the pericardium within a couple days post-implant. The patient required a pericardial drain in a rather emergent situation. A revision procedure was performed and efforts to reposition the lead were unsuccessful as the helix would not re-extend. Therefore, the lead was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted blood in the helix mechanism. Testing confirmed the damage occurred during the explant procedure and most likely contributed to the helix extension difficulty observed clinically. No other adverse events have been reported. This product issue will be updated if additional information is received.